Event description:
The customer reported a failure to boot with disk corruption error message. This resulted in a no boot situation. There are no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.